Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that thermal damage was found during the evaluation of a fresenius 2008t hemodialysis (hd) machine. The machine had been experiencing ongoing issues, including intermittent high flow errors and a fluctuating tmp issue. Additional information was provided upon follow-up with a different biomed who was able to provide an extensive history of the machine¿s recent problems. On (B)(6) 2024, the machine was removed from service due to a flow error. The biomed stated that the previous day, a bad storm rolled through the town where the clinic resides. The biomed was confident that the building was struck by lightning. The biomed said the building is quite old and questioned the integrity of the structure¿s electrical wiring. The machine has not been put back in service since, and the biomed estimated that approximately 90% of the machine had been rebuilt at this point. Since the storm hit, multiple components began failing on the machine ¿ the biomed described it as a domino effect. The biomed shared a list of the alarms and errors the machine displayed during troubleshooting, which they advised was not exhaustive: flow inlet errors, high flow errors, low flow errors, random sensor errors, and a fluctuating tmp. It was reported that at one point, there was a gurgling noise coming from the hydrochamber. The biomed confirmed that several burnt parts were found during troubleshooting. The biomed stated that the following parts all had evidence of thermal damage: the bibag interface board, the actuator-test board, the blue interface cable, the main actuator board cable, and the sensor board cable. In addition, the following valves were found to be burnt: valves 24, 25, 26, 29, 43, and 41. The biomed also found thermal damage on the wire going from the power supply to the distribution board. All of the burnt parts were replaced or swapped out, in addition to the following parts: the balancing chamber assembly, deaeration/flow motors and pump heads, pressure transducers (#9/#10), flow relief regulator, flow inlet regulator, all actuator/sensor board cables, heat exchanger, bibag hydraulic assembly (box 2), power supply assembly, the functional board, sensor board, and motherboard. The biomed wasn't present when the machine was removed from service, so they couldn¿t confirm if a burning smell was noted or not. However, to their knowledge, there were no signs of any smoke, sparks, or flames. The machine has approximately 15,000 to 16,000 operating hours on it. The biomed confirmed that they only plug the machine into hospital grade ground-fault circuit interrupter (gfci) outlets, but they couldn¿t attest to what the staff does. The biomed confirmed the machine had no previous history of failing the electrical leakage test. Currently, the machine is passing all self-tests except for the tmp test. The last time the biomed contacted ts for additional support, they told the biomed they could not provide any further suggestions. The biomed said they would continue their troubleshooting, and the machine will remain out of service until the fluctuating tmp issue is resolved. It was confirmed that there was no patient involvement associated with the events. No samples were available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that thermal damage was found during the evaluation of a fresenius 2008t hemodialysis (hd) machine. The machine had been experiencing ongoing issues, including intermittent high flow errors and a fluctuating tmp issue. Additional information was provided upon follow-up with a different biomed who was able to provide an extensive history of the machine¿s recent problems. On (B)(6) 2024, the machine was removed from service due to a flow error. The biomed stated that the previous day, a bad storm rolled through the town where the clinic resides. The biomed was confident that the building was struck by lightning. The biomed said the building is quite old, and questioned the integrity of the structure¿s electrical wiring. The machine has not been put back in service since, and the biomed estimated that approximately 90% of the machine had been rebuilt at this point. Since the storm hit, multiple components began failing on the machine ¿ the biomed described it as a domino effect. The biomed shared a list of the alarms and errors the machine displayed during troubleshooting, which they advised was not exhaustive: flow inlet errors, high flow errors, low flow errors, random sensor errors, and a fluctuating tmp. It was reported that at one point, there was a gurgling noise coming from the hydrochamber. The biomed confirmed that several burnt parts were found during troubleshooting. The biomed stated that the following parts all had evidence of thermal damage: the bibag interface board, the actuator-test board, the blue interface cable, the main actuator board cable, and the sensor board cable. In addition, the following valves were found to be burnt: valves 24, 25, 26, 29, 43, and 41. The biomed also found thermal damage on the wire going from the power supply to the distribution board. All of the burnt parts were replaced or swapped out, in addition to the following parts: the balancing chamber assembly, deaeration/flow motors and pump heads, pressure transducers (#9/#10), flow relief regulator, flow inlet regulator, all actuator/sensor board cables, heat exchanger, bibag hydraulic assembly (box 2), power supply assembly, the functional board, sensor board, and motherboard. The biomed wasn't present when the machine was removed from service, so they couldn¿t confirm if a burning smell was noted or not. However, to their knowledge, there were no signs of any smoke, sparks, or flames. The machine has approximately 15,000 to 16,000 operating hours on it. The biomed confirmed that they only plug the machine into hospital grade ground-fault circuit interrupter (gfci) outlets, but they couldn¿t attest to what the staff does. The biomed confirmed the machine had no previous history of failing the electrical leakage test. Currently, the machine is passing all self-tests except for the tmp test. The last time the biomed contacted ts for additional support, they told the biomed they could not provide any further suggestions. The biomed said they would continue their troubleshooting, and the machine will remain out of service until the fluctuating tmp issue is resolved. It was confirmed that there was no patient involvement associated with the events. No samples were available to be returned for evaluation.